Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and down keypad buttons were intermittently unresponsive. The reporter denied moisture or corrosion to the pump and denied damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the keypad was observed to be peeling at the ok button. The contrast and ok buttons had an intermittent response to testing. The down and up buttons responded properly to testing. The keypad was removed and the ok button contact was observed to be misaligned. Contamination under all of the button contacts was observed. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast.